Event description:
The customer's father reported that his son received multiple occlusion alarms in conjunction with high bg's (greater than 250mg/dl). He administered a manual insulin injection via pen and proceeded to go to the hospital, where he was admitted to intensive care for two days. The father said this happens to his son "often" due to his high level of physical activity. No product will be returned for eval.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and a react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.